Event description:
Needle broke off in the patient at the end of the surgical procedure. Needle was found by mother when bathing patient several days after surgery. She saw it just under the skin on the (non verbal) patients neck. Nurse removed the needle and reported it to the hospital.